Event description:
It was reported to philips that there was a high priority alarm when the unit powered on. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer stated the unit has an error code consistent with primary alarm failed. Determined unit has error code consistent with primary alarm failed and speaker test code indicating that the power speaker has failed. Philips remote service engineer advised the customer per the service guide to ohm the speakers and replace the speaker and/or the power management (pm) as needed. The customer is to make any repairs needed to the unit and will call back only if further assistance is needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.